Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08715 inches. No prime anomalies, battery out limit alarms or bad battery alerts were noted. No traces of moisture were found at the electronic and motor assemblies per visual inspection. Unit received with cracked case at the reservoir tube window and reservoir tube window corner. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with insulin drip. Customer stated that the off the insulin pump because that they the insulin pump was not working and battery out limit alarm. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that they were not wearing the insulin pump during priming. Customer was assisted to performing self test and the self test results was not able to run the test. Customer troubleshoot was performed. The insulin pump will be returned for analysis.